Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there are no foreign materials on device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported that a piece of the scope is inside video system center, where it gets connected. The service technician was not able to confirm this allegation during device analysis. There was no reports of patient harm.